Event description:
The customer reported via phone call that he changed the infusion set the night before but woke up with a blood glucose of 600 mg/dl. He did not go to hospital. He bolused but his blood glucose level never went down. The customer was no longer on insulin pump therapy. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.